Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the impedances issues was unable to be determined. The cause of the patient not feeling stimulation was due to the oor issue. The cause of the programming issues was also determined to be related to the oor issue. The programs were switched day 2. No longer evolve programming. The patient was able to feel paresthesia. No further information was reported. Additional information: it was reported the patient is seeing "stimulation cannot be delivered" on her programmer. This message was previously seen when the batteries of the wens deplete. The patient lives alone and no one can help her change the batteries and she cannot reach around herself to do it. No further information was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). Information was reported that the rep was programming with patient controller (pc) when they received an error and had to exit workflow. Once restarting there was a code 014800 and all programming had been cleared; this happened twice during the patient's session. The rep also mentioned that they get a communication error, they have to push the ens button again in order for it to communicate. The caller stated they had to reinitiate programming a few times and this has happened before (all instances have been reported). The rep stated they were seeing out of regulation (oor) messages on pc, high impedances and was never able to achieve paresthesia. The rep also indicated impedances were good and all green in the or but in pacu, contacts 3 and 5 were showing as possible shorts. The rep stated he took wens out of boot and reseated and the issue was resolved but the patient wasn't feeling anything and contact 5 was still out. The rep stated they tried reseating wens again with no resolution but when using contact 5 as reference everything is showing as green. The rep stated they did not program contact 5 and patient never felt stimulation. The rep tried reprogramming on different contact, changing pulse width and rate, non-high density programming but nothing resolved the issue. The rep stated they were able to enter programming even though patient never felt stimulation and they would have to decrease amplitude on tablet and then re-increase to get through oor messages; caller stated the patient was at 7.6 ma. The rep stated they were seeing oor messages even when not using contact 5 in programming. No further complications were reported. No additional patient symptoms were reported.